Manufacturer narrative:
Investigation result; the alleged false positive results occurred on fhc-102 product with a urine sample. Patients received a negative result using a different test (henry schein hcg urine cassette) which was performed on the same day. Review of the information provided did not identify any evidence of misuse. No deviations were noted regarding product /specimen storage, handling, or testing technique. A review of batch history record indicated that no relevant non-conformances and deviations were observed and the quality control(qc) release data met qc specification. Retain product investigation was performed on lot hcg1122029. The investigation showed that the customer's observation was not replicated with retained product testing. It is unable to determine the root cause from the insufficient information provided. In conclusion, from the investigation completed no product deficiency was identified. This complaint will be tracked and trended. It was reported that the customer experienced two false positive results with two different patients. Therefore, a second MDR will be filed. This MDR is related to MDR 3005641941-2022-00002.

Event description:
Customer reported two false positive results obtained with alere hcg cassette, lot: hcg1122029 on an unspecified date involving two patients. Patients received a negative result using a different test (henry schein hcg urine cassette) which was performed on the same day. Customer stated that patients were not sexually active. Review of the information provided did not identify any evidence of misuse. Customer confirmed no adverse impact to either patients involved in this event. Although requested, no further information was provided.